Event description:
A report was received that the patient had been treated with IV antibiotics for an infection. The infection had cleared and the patient was reportedly doing fine. The patient's pain physician was not the treating physician and had no further details.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial#: (B)(4) model description: artisan 2x8 paddle lead (lim), 50 cm a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactor